Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported unintended system motion (foot already deployed after the device was removed from the packaging) could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was discovered faulty, with the foot plate already deployed, after removal from packaging. The proglide device was not used in the patient. Two new proglide devices were used to achieve hemostasis using the pre-close technique. No additional information was provided.